Manufacturer narrative:
Root cause: use error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer delivered a bolus however, the customer did not eat the intended amount the bolus was to cover. Subsequently, the customer's blood glucose (bg) decreased to 46 mg/dl. The customer consumed carbohydrates to address bg. Additionally, the customer experienced elevated bg of 390 mmol/l with high ketones identified as life threatening by a healthcare provider. The customer addressed bg with a manual injection. The suspected cause for elevated bg was due to supplies. However, the customer did not observe any issue with pump supplies. The customer changed all supplies and resumed insulin delivery.